Event description:
Report rec'd from the USA stating that the device experienced an "e6 error code." The device was being used during surgery. No pt or user injury was reported. It is unk if delay or medical intervention occurred. The date of the event is unk. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).